Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
A talent stent graft system was implanted into a pt for the endovascular treatment of a 6 cm thoracic aortic aneurysm and a dissection in the descending aorta. The dissection and aneurysm were most likely created by an automobile accident several years ago. It was reported that prior to the stent graft placement, the physician elected to place a synthetic elephant trunk graft in the aortic arch and the ascending aorta. During the elephant graft procedure, there was a dissection created into the ascending aorta, which the physician elected to repair with another synthetic graft. Then the physician successfully deployed the talent thoracic stent graft into the synthetic graft without any endoleaks, and the procedure was completed. Later the evening of the procedure, the pt expired. The physician stated that the cause of the death was that the suture line from the elephant trunk procedure was leaking and did not exclude the blood flow.

Event description:
The user facility reported that three employees received carbon fiber splinters from the underside of two surgical table arm boards, causing minor bleeding. The employees reported to the facility emergency room where the splinters were removed and ointment and a band-aid was applied to the affected areas. The employees missed no time from work and no sustaining injuries have been reported.

Event description:
It was reported that during a rectum procedure, there were difficulties to open the device. Upon the first use of the device, the stapling was performed without problem. Then, after loading a second cartridge, the jaws were difficult to reopen. The jaws finally would slightly reopen and the device could be removed without injuring the tissues or the staple line. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that one tsw45 was returned instead of 6tb45. The device was returned in good visual condition, with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). (B)(4). Spring cartridge lockout tab. The analysis showed that the 6tb45 device was received in good visual condition and with a reload present. The reload was received fully fired and with the reload lockout spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is design to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape.